Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, underfill retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® k2 edta 5.4mg the tube underfilled. The tube was replaced. The following information was provided by the initial reporter, translated from chinese to english: due to thrombosis in the lower extremities, the patient was given an emergency blood sample at 8 o'clock on (B)(6) 2023. During the blood collection process, it was found that the blood did not continue to flow after a small amount of blood entered the blood collection tube. Considering that the negative pressure may be insufficient, a new blood collection tube was given to continue the operation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta 5.4mg the tube underfilled. The tube was replaced. The following information was provided by the initial reporter, translated from chinese to english: due to thrombosis in the lower extremities, the patient was given an emergency blood sample at 8 o'clock on (B)(6) 2023. During the blood collection process, it was found that the blood did not continue to flow after a small amount of blood entered the blood collection tube. Considering that the negative pressure may be insufficient, a new blood collection tube was given to continue the operation.